Manufacturer narrative:
Stryker observed that one of the pins of the internal paddles measured an open. As a result the internal paddles would not be sensed by a device. An x-ray image taken confirmed a wire had broken off of pin 6 internally. The cause of the observed issue was due to a broken internal wire, further cause could not be determined. The customer received a replacement internal paddle set and the returned paddles were archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their internal paddles. Upon evaluation of the customer¿s device, stryker observed that one of the pins of the internal paddles measured an open. As a result the internal paddles would not be sensed by a device. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.